Manufacturer narrative:
The study was done from 01 jan 2008 to 31 dec 2018. Literature article: elisabetta devoti, chiara venturelli, alessandro laudon, giuliano brunori. Assisted apd in italy: trrento experience. Azienda provinciale per I servizi sanitari - provincia autonoma di trento, nefrologia, trento, italy. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported in a study with 36 patients where 1/75 of the patients experienced peritonitis per month. The cause of the peritonitis was not reported. It was not reported if the patients were hospitalized. Treatment for the peritonitis events was not reported. Patients outcome was unknown. Action taken with pd therapy at the time of the event was not reported. No additional information is available.